Event description:
The customer contacted terumo bct clinical support and reported that during a procedure on a trima device, the device stopped pulling anticoagulant (ac) into the line and started to pull in air. It was reported that air was observed throughout the ac line, draw line, return line, and in the centrifuge which resulted in a centrifuge pressure too high alarm. Per the customer, the ac rotor was turning, but the line was empty. The customer stated that the ac had not reached the ac filter and that it was completely dry. Terumo bct clinical support informed the customer that they need to discontinue the procedure as ac needs to be running through the machine to keep the blood from clotting. Donor unit ID: (B)(6) the donor was reported to be stable with no adverse effects. They were observed post disconnection from the machine for approximately 15 minutes. The operator reported all luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air. The operator reported the donor was not connected prior to ac prime.

Manufacturer narrative:
This report is being filed to provide additional information in h.6, h.11 and corrected information in a.2. Investigation: the run data file (rdf) was analyzed for this event. The relevant rdf was analyzed and nothing of note was found, and a disposables defect was suspected. One used trima set was returned for investigation with the ac fluid bag attached. The ac spike and tubing contained prime fluid while the ac filter and pump header tubing was dry and the rest of the set contained blood. The platelet bag and donor needle was removed. The set was visually inspected for kinks, occlusions or misassemblies which may have contributed to the reported incident. No kinks or misassemblies were found. Visually, occlusions could not be identified. The ac line was flow tested with the bag of ac that was attached to the set. No flow was identified at the inlet side of the filter bond socket. A needle was forced through the inlet bond socket. A hard substance could be felt blocking the fluid pathway. With the needle, this blockage was cleared, and the filter was again flow tested using pressurized water via syringe and passed the second flow test. A disposable complaint history search was performed for this lot and found two reports for similar issues (ac filter occlusions, not air to donor) on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Clinical support called the customer back to gather some more information. The customer said they ac hadn't reached the ac filter, it was completely dry. They just opened this lot number and after they had this issue with the donor connected, they checked the other machine and two other machines that were primed and found the ac filters were also dry, therefore, donors were not connected to those. The customer said air was noted throughout the ac line, draw line and return line, and in the centrifuge which resulted in a high pressure alarm. They said all luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air, and the donor was not connected prematurely prior to ac prime. Correction: clinical support emailed the customer to make sure that operators are verifying that fluid is visibly flowing through the ac drip chamber during ac prime, and to continue visually inspecting the tubing sets for this lot after ac prime to ensure that ac prime was completed successfully, prior to connecting donors and starting procedures. Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct clinical support and reported that during a procedure on a trima device, the device stopped pulling anticoagulant (ac) into the line and started to pull in air. It was reported that air was observed throughout the ac line, draw line, return line, and in the centrifuge which resulted in a ¿centrifuge pressure too high¿ alarm. Per the customer, the ac rotor was turning, but the line was empty. The customer stated that the ac had not reached the ac filter and that it was completely dry. Terumo bct clinical support informed the customer that they need to discontinue the procedure as ac needs to be running through the machine to keep the blood from clotting. Donor unit ID: (B)(6) the donor was reported to be stable with no adverse effects. They were observed post disconnection from the machine for approximately 15 minutes. The operator reported all luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air. The operator reported the donor was not connected prior to ac prime.

Manufacturer narrative:
This report is being filed to provide additional information in h.6, h.11 investigation: the run data file (rdf) was analyzed for this event. The relevant rdf was analyzed and nothing of note was found, and a disposables defect was suspected. One used trima set was returned for investigation with the ac fluid bag attached. The ac spike and tubing contained prime fluid while the ac filter and pump header tubing was dry and the rest of the set contained blood. The platelet bag and donor needle was removed. The set was visually inspected for kinks, occlusions or misassemblies which may have contributed to the reported incident. No kinks or misassemblies were found. Visually, occlusions could not be identified. The ac line was flow tested with the bag of ac that was attached to the set. No flow was identified at the inlet side of the filter bond socket. A needle was forced through the inlet bond socket. A hard substance could be felt blocking the fluid pathway. With the needle, this blockage was cleared, and the filter was again flow tested using pressurized water via syringe and passed the second flow test. Based on the evidence found, the root cause of the reported failure was a solvent occlusion in the ac filter inlet bond socket. A disposable complaint history search was performed for this lot and found two reports for similar issues (no reportable events) on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Clinical support called the customer back to gather some more information. The customer said they ac hadn't reached the ac filter, it was completely dry. They just opened this lot number and after they had this issue with the donor connected, they checked the other machine and two other machines that were primed and found the ac filters were also dry, therefore, donors were not connected to those. The customer said air was noted throughout the ac line, draw line and return line, and in the centrifuge which resulted in a high pressure alarm. They said all luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air, and the donor was not connected prematurely prior to ac prime. Correction: this issue was escalated to the relevant manufacturing personnel for awareness. Clinical support emailed the customer to make sure that operators are verifying that fluid is visibly flowing through the ac drip chamber during ac prime, and to continue visually inspecting the tubing sets for this lot after ac prime to ensure that ac prime was completed successfully, prior to connecting donors and starting procedures. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a manufacturing error where excess solvent was placed on the tubing/filter port bond, therefore, causing an occlusion in the ac filter.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The relevant rdf was analyzed and nothing of note was found, and a disposables defect was suspected. One used trima set was returned for investigation with the ac fluid bag attached. The ac spike and tubing contained prime fluid while the ac filter and pump header tubing was dry and the rest of the set contained blood. The platelet bag and donor needle was removed. The set was visually inspected for kinks, occlusions or misassemblies which may have contributed to the reported incident. No kinks or misassemblies were found. Visually, occlusions could not be identified. The ac line was flow tested with the bag of ac that was attached to the set. No flow was identified at the inlet side of the filter bond socket. A needle was forced through the inlet bond socket. A hard substance could be felt blocking the fluid pathway. With the needle, this blockage was cleared, and the filter was again flow tested using pressurized water via syringe and passed the second flow test. A disposable complaint history search was performed for this lot and found two reports for similar issues (ac filter occlusions, not air to donor) on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct clinical support and reported that during a procedure on a trima device, the device stopped pulling anticoagulant (ac) into the line and started to pull in air. It was reported that air was observed throughout the ac line, draw line, return line, and in the centrifuge which resulted in a centrifuge pressure too high alarm. Per the customer, the ac rotor was turning, but the line was empty. The customer stated that the ac had not reached the ac filter and that it was completely dry. Terumo bct clinical support informed the customer that they need to discontinue the procedure as ac needs to be running through the machine to keep the blood from clotting. Donor unit ID: (B)(6) the donor was reported to be stable with no adverse effects. They were observed post disconnection from the machine for approximately 15 minutes. The operator reported all luer connections were tight and there was no clotting in the channel or reservoir. The blood diversion pouch was not inflated with air. The operator reported the donor was not connected prior to ac prime.